Event description:
It was reported to medtronic minimed that the customer experienced unable to upload/download, no communication other device to software. The event involved product(s) mmt-6101. Trouble shooting was performed and unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6101.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
An attempt to reproduce the reported event using minimed mobile app (software version 2.5.0) installed on samsung galaxy s9 (android 10) with mmt-1885 780g pump (software ver. 6.5v) was conducted and confirmed the issue was not reproduced. An attempt to reproduce the reported event with minimed mobile app (software version 2.5.0) installed on xiaomi 12 (android 12) with mmt-1885 780g pump (software version 6.7v.3) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: (B)(4). After conducting a thorough investigation, we have found that the snapshot upload is failing due to a failure to renew the authority certificates when trying to establish a secure session between carelink and the pump. These authority certificates are stored within the pump and are checked and updated periodically. An issue with updating the authority certificates would mean a pump replacement is needed. To assist with the resolution of the issue, we provided the helpline team with the following work around to ensure that it is addressed effectively: ¿¢ pump replacement afc code: fb35af other device setting issue medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.